Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose les than 900mg/dl. The caller experienced dry mouth, thirsty, was not urinating and throwing up. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Reviewed the alarm history and found no delivery, auto off, low reservoir, and multiple battery alarms. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.